Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged as the patient had a fall soon after the implant. The ra lead was explanted. There was no plan to put a replacement as atrial fibrillation conversion to sinus will be abandoned. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.